Manufacturer narrative:
Concomitant products: vedr01 ipg, implanted (B)(6) 2014.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited high impedance, noise, and intermittent capture. The lead was capped and replaced with a competitor product. No further patient complications have been reported as a result of this event.